Event description:
On 7/14/92 a 31 year old male presented as an outpatient for variceal ligation in the esophagus. When coaxially passing the overtube with the endoscope, trauma occurred to the posterior oral pharynx for a "tissue pinch". The physician was able to band only one varix after this incident. No medical intervention was required; however, the physician admitted the patient for overnight observation. The following day the patient uneventfully underwent sclerotherapy of the remaining varices and was discharged to homeinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.